Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that after performing a correlation study between axsym digoxin iii and digoxin ii assays, the results differed than what is indicated in the package insert. The customer also received error code #1063 (invalid test results, correlation coefficient too low) and error code #1118 (invalid test results, intercept too low) on pt samples. There was no impact to pt management reported.